Manufacturer narrative:
Additional information: device manufacture date provided. Product and associated fields updated to proper value. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Logs have not been received.

Event description:
A medtronic representative reported that, while setting up during a cranial resection procedure, the screen monitor became blue and the system could not operate. The system was rebooted which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.